Event description:
Reportedly, after sending the last follow-up report, the home monitor was kept connected. On (B)(6) 2019, the patient reported that the status led of the subject home monitor remains in orange. On (B)(6) 2019, after checking the connection of the home monitor, turning it off and on, and checking the status light of the associated wirex, no change on the status light of the home monitor was observed. Finally, on (B)(6) 2019, another home monitor was installed at the patient¿s address and a successful data transmission could be performed.

Manufacturer narrative:
Preliminary analysis of the returned home monitor showed normal device functioning.

Event description:
Reportedly, after sending the last follow-up report, the home monitor was kept connected. On (B)(6) 2019, the patient reported that the status led of the subject home monitor remains in orange. On (B)(6) 2019, after checking the connection of the home monitor, turning it off and on, and checking the status light of the associated wirex, no change on the status light of the home monitor was observed. Finally, on (B)(6) 2019, another home monitor was installed at the patient¿s address and a successful data transmission could be performed.

Event description:
Reportedly, after sending the last follow-up report, the home monitor was kept connected. On (B)(6) 2019, the patient reported that the status led of the subject home monitor remains in orange. On (B)(6) 2019, after checking the connection of the home monitor, turning it off and on, and checking the status light of the associated wirex, no change on the status light of the home monitor was observed. Finally, on (B)(6) 2019, another home monitor was installed at the patient¿s address and a successful data transmission could be performed.